Event description:
It was reported there was a confirmed motor stall with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. It was later reported the motor stall recovered when interrogated again minutes later. Everything showed to be running as it should have been. The pump contained lioresal.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).